Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a bent sipper nozzle. After the service visit, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium (na) on a cobas pro ise analytical unit. Estimated discrepant results were provided for 2 patient samples. Patient 1 initial result was 155 mmol/l. The repeat result was 135 mmol/l. Patient 2 initial result was 132 mmol/l. The repeat result was 122 mmol/l. The initial results were questioned by medical personnel as they did not correspond to the results from an unspecified blood gas analyzer.